Event description:
Allergan representative received a voicemail message from a health professional requesting a return kit for an explanted device. Follow-up findings: "lap-band/port explant due to erosion."

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted the shell/ring, buckle and the band tubing were broken with striations consistent with surgical end cut to remove the device. No blockage and/or resistance to flow and no leakage from the device was indicated. Analysis also noted missing material, pulled material, and evidence of coring of the damaged port septum likely to have been caused by the use of a coring needle. Erosion is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device as required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."